Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the implantable cardioverter defibrillator was unable to display the maximum charge value on the previous remotely monitored battery data. It was noted that there was a possibility that the capacity maintenance had not been implemented. No interventions were made at this time. There were no consequences to the patient. The patient will continue to be monitored.